Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a left ventricular lead repositioning procedure, the atrial lead exhibited a low sensing amplitude and was undersensing. The atrial lead was explanted and replaced. The patient was doing fine after the procedure.